Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloons of three (3) intermate sv (small volume) were ruptured. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 07, 2020 - october 08, 2020. H10: three (3) actual samples were received for evaluation. A visual inspection performed using the naked eye found the bladders had been ruptured. The ruptured bladders were examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.